Manufacturer narrative:
The probable cause of the device failure was attributed to corrosion of the spindle housing and worn driveshaft bearings.

Event description:
The core impaction drill was sent in for evaluation due to overheating. There was no pt involvement; no adverse event was associated with the device.